Event description:
It was reported that the pt had an x-ray (2009) which showed that the catheter had migrated out of the intrathecal space. The only the symptoms had shown was that his lower extremities became extremely tight. The catheter was replaced. The pump contained lioresal 2000 mcg/ml and had been infusing at a rate of 225 mcg/day. The pump was restarted at 98 mcg/day following the replacement. No pt outcome was reported.

Manufacturer narrative:
Results - refers to the catheter.